Event description:
During the atrial fibrillation procedure with pulsed field ablation, there was a delay due to a patch connection issue resulting in the ensite system being restarted four times. After starting an ensite x study in navx mode, it was noted that an error of "left leg or ref electrode patch disconnected" would intermittently occur, as well as an intermittent "ampere disconnected" error. A "surface electrode impedance" error would also occur, after successfully validating the patches. Intra-cardiac signals could be seen on the ensite x system, but no catheter visualization. Respiratory compensation could also not be done. Additional ultrasound gel was applied first to the leg patch, then the system reference patch, with no resolution. A second patch kit was opened, and the left leg patch, and the system reference patch were placed in different locations on the patient but still did not resolve the issue. A secondary navlink was also tried, to no success. The ensite x system was rebooted four times, with no resolution. The procedure was completed using conventional non-mapping methods, and the procedure was completed with no adverse consequences to the patient.

Event description:
During the atrial fibrillation procedure with pulsed field ablation, there was a delay due to a patch connection and impedance issues resulting in the ensite system being restarted four times. After starting an ensite x study in navx mode, it was noted that an error of "left leg or ref electrode patch disconnected" would intermittently occur, as well as an intermittent "ampere disconnected" error. A "surface electrode impedance" error would also occur, after successfully validating the patches. Intra-cardiac signals could be seen on the ensite x system, but no catheter visualization. Respiratory compensation could also not be done. Additional ultrasound gel was applied first to the leg patch, then the system reference patch, with no resolution. A second patch kit was opened, and the left leg patch, and the system reference patch were placed in different locations on the patient but still did not resolve the issue. A secondary navlink was also tried, to no success. The ensite x system was rebooted four times, with no resolution. The procedure was completed using conventional non-mapping methods, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One ensite x surface electrode kit left leg patch was received for evaluation. The patches displayed continuity with no open circuits detected. In addition, the leg patch was able to be validated with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of connection and impedance issues remains unknown.